Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3 functional tricuspid regurgitation (tr) and thin leaflets underwent a triclip procedure. During the procedure, two triclips were successfully implanted. During the deployment sequence of the third clip, the device became entangled with the chordae. Troubleshooting maneuvers were performed and resolved the entanglement; however, these maneuvers resulted in chordal rupture, which subsequently led to an increase in tr. An additional clip was deployed to reduce the tr to grade 3. There was no clinically significant delay reported.